Manufacturer narrative:
(B)(4). Batch # r92p32. Investigation summary: the device was returned with the blade tip broken off and not returned. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. However, the device was functional when the max or min hand activation buttons were pressed. Blade damage can cause activation issues. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. No conclusion could be reached as to how this issue occurred. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the max and min buttons did not work well. While operation was in progress, suddenly the device did not connect with the generator and "any buttons worked," so surgeon had to connect another generator and new harmonic. Patient consequence is unknown.